Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized. The customer reported that reservoir was stuck inside and did not came out and silver thing did not came out after rewinding the insulin pump while removing piston. The customer's blood glucose was unknown. The device will not be returned for analysis.